Manufacturer narrative:
It was reported that "brake cable was disconnected from handle and brake is no longer locking. Customer states she noticed when she was using the transport chair and it was wobbly, she then was attempting to lock the brakes and saw the cable hanging off. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that "brake cable was disconnected from handle and brake is no longer locking. Customer states she noticed when she was using the transport chair and it was wobbly, she then was attempting to lock the brakes and saw the cable hanging off.